Manufacturer narrative:
Investigation summary ==> cardiac arrest/ arrhythmia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Respiratory failure: the cause of the injury was not determined due to insufficient clinical details. Device history lot ==> device lot : 1960369. Device history batch ==> sub-component lot : n/a device history review ==> the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. The patient endured a cardiac arrest with hypoxia and bradycardia. Staff successfully resuscitated the patient and turned the cp up to p-9. The pump was eventually successfully weaned and explanted, and the patient survived the event.